Event description:
It was reported, the pump was empty because, the previous health care provider (hcp) had dismissed the patient. The patient went through ¿withdrawals, etc.¿ one month ago. The pump was being refilled with morphine. It was not known what medications were in the pump before, but it was also reported the pump had previously delivered clonidine and morphine.

Manufacturer narrative:
Product ID 8703w, lot# l51796, implanted: 1999 (B)(6); product type catheter. (B)(4).